Event description:
The customer reported that the patient connector did not work properly because there was not a good connection. This was found in testing only. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the patient connector did not work properly because there was not a good connection. This was found in testing only. There was no patient involvement. Philips evaluated the device. The symptom was verified. The issue was localized to the external paddles connector. Replacing the external paddle set resolved the issue.